Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "I don¿t know... If this is a user error issue. She says the needle would not retract and she had to manually remove. Of course this is a safety concern."

Manufacturer narrative:
Investigation summary the photo provided for this incident which displayed the top web label did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "I don¿t know... If this is a user error issue. She says the needle would not retract and she had to manually remove. Of course this is a safety concern."